Manufacturer narrative:
Concomitant medical products: product ID: 37751 serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). Analysis of the desktop charger ((B)(4)) revealed the connector pins were bent. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient had a broken/bent/loose connector pin. The patient said that there is a little movement when plugged into top of recharger. When the desktop charger was plugged in and there were lines across the display over the recharger screen and even though it had been plugged in all weekend, the recharger had not charged up at all. When asked, patient noted that the recharger had not been dropped or gotten wet. Patient also stated that the stimulation had now stopped. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.